Event description:
It was reported that the customer experienced a blood glucose (bg) level that was high, specific value was not provided; with small ketones. Reportedly, the customer alleged for the past year the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a manual injection to treat high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and cause of high bg was unknown; however, the customer did not acknowledge and maintained allegation. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.